Event description:
On (B)(6) 2009, the pt reported that both the up and down buttons on his insulin infusion device stopped working. The buttons pop up when pressed and he said his device has not been dropped. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.